Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 aug 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the customer had an issue with the microcuff endotracheal tube adapter being loose and disconnecting. The disconnection of the adapter allegedly kept occurring during routing movement of the ventilator circuit. There was no injury to the patient. Per information received 3 aug 2021, the patient involved is a child, but no further patient details were provided.